Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother stated that they had high blood glucose over 500 mg/dl at the time of incident. Troubleshooting was done. The customer's mother stated that they had a bent cannula. The customer's blood glucose was 401 mg/dl at the time of call. The customer's mother was advised how to prevent bent cannula. The customer's mother performed displacement test and insulin pump passed. The customer's mother performed self test and the insulin pump passed. The customer's mother reported that the no delivery alarm was resolved by a complete set change including the reservoir. The insulin pump will not be returned for analysis.